Event description:
While wearing the external equipment the pt reportedly was not hearing well. In 2005, the pt was seen at the center for device evaluation. Testing performed revealed out of range impedances on several electrodes. The pt continued to be monitored by the center. In 25 days later, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the pt's c1 device was not functional.